Event description:
Event description guidant received information that this implantable lead has an out-of-range pacing impedance.the lead is chronic, however at a recent upgrade the impedance was normal. There has been no episodes of noise. The threshold measurements are high but stable, and the shocking impedance is also normal.

Manufacturer narrative:
Our analysis could not confirm the clinical observations, as only a portion of the lead with the terminal connectors was returned to our post market quality assurance laboratory. Visual observation showed setscrew marks were present on all of the terminal connectors. Analysis and testing showed the segment was electrically continuous. No other testing was performed.

Event description:
Guidant (now boston scientific) received information that this implantable lead had an out-of-range pacing impedance. The lead was chronic, however at a recent upgrade the impedance was normal. There had been no episodes of noise. The threshold measurements were high but stable, and the shocking impedance was also normal. Additional information was received several months later stating both the atrial and ventricular impedances and threshold measurements had increased, requiring programming to maximum outputs in both chambers. There was no noise present. The lead subsequently was returned with no additional information 63 months after the patient passed away. There were no allegations against this lead in connection with the patient's death.

Manufacturer narrative:
A guidant (now boston scientific) technical services representative discussed the high impedance could be a connection issue. The physician elected to monitor the patient. No additional information was available at this time. This event will be reopened if additional information becomes available. Analysis of the returned lead is pending.